Event description:
It was reported that the 2800 table leg extension would get stuck at the table end. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left side latch was repaired and the right side latch was replaced during the service call. The system was tested and found to be working as intended and put back into service.